Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the minor damage was noted on the sheath of the device. A crack was noted on the shaft of the device eschar buildup was noted on the jaws and seal plate of the device. Functional testing found that the jaws of the device were unable to fully close. The device failed the gap test and was unable to cut the silicon strip. It was reported that the jaws of the handpiece did not close. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with consistent over torquing of the device. The damaged was consistent with an external force on the shaft, very likely user. The evaluation detected an unreported condition: of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtron ic quality specifications. The instructions included with this device provide the following guidance: inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team, or cause damage to the instrument. If damaged, do not use. If the instrument shaft is visibly bent, discard and replace the instrument. Keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic total laparoscopic hysterectomy (tlh) using the ligasure device, the jaws of the handpiece would not close. It was noted that possible excessive tension may have been applied to the device jaws. The device was being applied to the uterine resection at the time of the issue. Another ligasure device was used successfully with the same generator. There was no patient injury. Medtronic's initial evaluation of the incident device found a crack was noted on the shaft of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.